Event description:
It was reported, patient had a gamma 3 device implanted in 2008. It was further reported that in 2009, the device broke at the level of lag screw. It was alleged that the device broke two months after the patient had been allowed to weight bare. The surgeon had to perform revision surgery two months later.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.